Manufacturer narrative:
It was reported that during surgery, the surgeon found the conformis trial head and conformis custom stem unstable when implanted. These parts were replaced with off-the-shelf components and the surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that during surgery, the surgeon found the conformis trial head and conformis custom stem unstable when implanted. These parts were replaced with off-the-shelf components and the surgery was completed successfully.